Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. The lens was returned positioned incorrectly in the lens case. The optic was cracked on top of two posts of the lens case. The optic edges were also cracked with portions removed. This damage was similar to lens case post damage. A very small amount of what may be bss (base salt solution) was observed. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. An unspecified cartridge was indicated. The handpiece and viscoelastic information was not provided. The root cause for the reported damage could not be determined. The lens was returned positioned incorrectly in the lens case, which caused lens damage. Solution was observed on the lens. The questionnaire response indicated the damage was observed when opened but also indicated it was observed ¿during loading¿. The associated products were not provided. It is unknown if qualified products were used if the reported damage occurred during loading. The instructions for use (IFU) instructs: company foldable iol (intraocular lens) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. File will be reopen if clarifying information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, a scratch or mark was noticed on the lens during loading, with no patient contact. The procedure was completed on the same day. In the surgeon¿s opinion, the product did not contribute to or cause the event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.